Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-70, serial number: (B)(6), batch/lot number: 7070464, model/catalog description: coveredge 32 surgical lead kit 70 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318, batch/lot number: 27488086, model/catalog description: clik x anchor sterile kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing a burning sensation that caused pain and numbness in her leg. The patient subsequently underwent a spinal cord stimulation (scs) explant procedure.